Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had high blood glucose and low blood glucose and the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 553 mg/dl and current blood glucose was 67 mg/dl. Customer reports that the alarm was resolved by a complete set change. Customer declined to return the sets and reservoir for analysis. Customer declined to do troubleshooting for high blood glucose and low blood glucose. Customer will monitor the insulin pump and blood glucose. No further information provided.